Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. (B)(4). The system was evaluated by a field service engineer and 50 test procedures were performed and no issues were found. While on site a preventative maintenance was performed. System meets specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and the femto system did not complete the left (os) eye flap. It was reported that after docking the patient and prior to laser the monitor fogged. They thought it was due to the patient wearing a mask and fogging the cone. The left (os) eye was aborted with no attempt of lifting the flap. A bandage contact lens (bcl) was placed. The patient has been rescheduled for photorefractive keratectomy (prk).